Manufacturer narrative:
The field service representative (fsr) verified the module was displaying a red x and not temperature readings. He replaced the temperature module and performed verification testing successfully. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the temperature module displayed an x and a ? Instead of a reading. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the temperature module to lab use only (luo) testing equipment. When connected, all modules conducted a self-test successfully. Approximately 10 seconds after, the light emitting diode (led) flashed red and the self-test repeated. In the service screen, the module listed only briefly before disappearing from the list and coming back a few moments later. In the perfusion screen, the module could not stay operational long enough to be assigned. Using the components from the luo module, the issue was traced to the application board. The generic printed circuit board (pcb) functioned as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.